Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 423 mg/dl, 217 mg/dl, 362 mg/dl and 174 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he was experiencing some hyperglycemic symptoms and he self-treated with an extra 5 units of humulin r. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.